Manufacturer narrative:
(B)(4). Unit received with missing retainer ring, reservoir tube lip o-ring, cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads. Unit received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back side railing across the corner back of insulin pump. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.